Event description:
Pt having a pars plana vitrectomy of the right eye. Approximately two hours into the surgery, the stryker eye stretcher head rest dropped without warning approximately 1 - 1 1/2 inches. Surgeon immediately removed the scope from the eye. The scope was then repositioned lower and the surgeon re-entered the right eye. A small retinal tear was noted inferotemporal to the fovea with a tiny hemorrhage. A gas bubble was inserted and the retinal tear was repaired with a laser treatment. The stryker stretcher is red tagged and is out of service.